Manufacturer narrative:
It was reported that there was a damaged syringe tip. A tray was opened to be used for pain management procedure. Removed from use. The syringe was discarded and another separate sterile syringe was opened to replace it. No issues occurred. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Damaged syringe tip.